Event description:
It was reported that the patient experienced pain at both ipg sites following an accident that caused trauma to their back. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both ipgs were explanted and replaced, and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.